Event description:
On 28th february, 2024 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated the dust cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name :(B)(6) event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-11-26. Corrected h4 manufacture date: 2019-11-27. The correction of d4 catalog # and d4 unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous d4 catalog # ard267900100a. Corrected d4 catalog # blank. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). The correction of d1 brand name deems required. This is based on the internal evaluation. Previous d1 brand name volista standop. Corrected d1 brand name standop volista®. Getinge became aware of an issue with one of surgical lights - volista standop. As it was stated the dust cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Missing part was replaced ( ard315021555- sat-ondaspace df-sf 4 dust covers kit), and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since spring arm metal cover detachment could be considered as technical deficiency, and in this way the device contributed to event. According to subject matter expert at manufacturer¿s, the most probable root causes are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).